Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found cracks near the jig. The device has signs of normal wear and no evidence of hammer marks were observed, therefore, a potential cause cannot be established with the provided information due to a multifactorial issue. The cracked condition can be a contributed factor for the allignment. The semi-extended parapatellar approach surgical technique guide was reviewed. Following relevant statements were found: precautions: ensure that the connection between the nail and the insertion handle is tight. Retighten if necessary, after hammering and prior to the attachment of the aiming arm. Do not attach the aiming arm to the insertion handle at this point. Do not exert forces on the aiming arm. These forces may prevent breakage of the device a dimensional inspection was not performed due to it is not applicable to the complaint condition. A functional evaluation was not performed due to it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that [03.043.029, aim-arm radioluc has cracked. The provided evidence was not sufficient to confirm the reported event of misalignment . Functionality issues cannot be evaluated through a photo investigation. The observed condition of the device was consistant with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [aim-arm radioluc ] would contribute to the complained device issue. Based on the investigation findings, unintended forces. And it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product#: 03.043.029, lot #: 2029723, release to warehouse date: 22 apr 2022, manufacturing site: werk selzach, suppliers: (B)(4), expiration date: na . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 , while drilling through aiming arm, it didn¿t align with the hole and it was noted that the jig was cracked. The surgery was delayed 7 minutes due to the reported event. The procedure was successfully completed by using another set for a new jig. There were no fragments generated and no patient consequences. There was only a split. This report involves one (1) aim-arm radioluc. This is report 1 of 1 for (B)(4).